Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to an improperly primed patient line extension. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated issue on the home choice machine, it was reported the home patient (hp) incorrectly connected to a patient line extension after the completion of priming. The hp had completed priming of the cassette, connected the patient extension line, then connected to the extension line and initiated therapy without priming the extension line. The technical service representative reviewed proper procedures with the hp advised the hp to end therapy. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.